Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pump was too close to the patient's hip and it "fell out" of the pocket 3-4 months after implant. The pump was moved. The incision never healed. Then the entire incision blew open. The physician though there was an infection, so the pump was explanted; the catheter was left implanted. The next day, the doctor realized it was infected. It was noted that the patient reported a knot over where the pump was explanted. There was no plan to re-implant another pump.